Manufacturer narrative:
Investigation results: without an product an investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based on the provided information and without a product for investigation, a clear conclusion can not be drawn to date. There is no evidence that the current pain is related to the metha prosthesis. If we receive further helpful information and/or the product itself, a further investigation will be initiated. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with nc078k-metha neck 12/14 130°/0°. According to the complaint description, postoperatively some months later emptying of a septic collection in the operated part was required. The patient also complained that for a couple of years she has experienced severe pain in the hip along with a severe hobble; this could be tolerated in the past, but today severely limits walking. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components nc083t-metha short hip stem ¿cap size 3-51703794, nh048t-plasmacup sc size 48mm-51691989, nh472-sc/msc pe-insert 28mm 48/50 asym.-51687673, nk460d-biolox delta prosth.head 12/14 28mm s-51709367.